Manufacturer narrative:
The investigation determined that a higher than expected vitros tropi es result was obtained from a troponin I free sample when tested on a vitros eci immunodiagnostic system in combination with vitros immunodiagnostic products troponin I es (tropi es) reagent. After the initial event involving the attainment of a non-reproducible and higher than expected vitros troponin I es result from a patient sample which occurred on (B)(6) 2019; the performance of the vitros eci instrument when running vitros tropi es reagent was not verified as a vitros tropi es within run precision test was not conducted following field engineer (fe) actions and acceptable vitros thyroid stimulating hormone (tsh) marker precision tests. The investigation has now concluded that the most likely cause of the higher than expected vitros trop I es results was an instrument issue, due to contamination within the vitros eci immunodiagnostic system. On (B)(6) 2019, an ortho fe had observed contamination within the microwell incubator and scratches on the evaporation cover, which was difficult to clean. Despite the intensive microwell incubator cleaning conducted by the fe, the higher than expected tropi es result of 0.117 ng/ml was obtained during a post service within run precision test. On (B)(6) 2019, the ortho fe replaced the microwell incubator and performed all necessary adjustments. Following these fe service actions two vitros tropi es within run precision tests, performed on separate days (B)(6) 2019), yielded results that were within acceptable limits. The customer has not reported any further issues.

Event description:
This supplemental emdr is being filed to provide additional information including updating the assignable cause and conclusion. A field engineer (fe) went to the customer site on (B)(6)2019 to verify the performance of the vitros eci immunodiagnostic system. During conduction of a within run vitros troponin I es (tropies) precision test, a higher than expected result was obtained from a known troponin I free sample using vitros immunodiagnostic products troponin I es reagent on a vitros eci immunodiagnostic system. Reagent lot 3231: vitros trop I es result of 0.117 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tropi es result was obtained when processing a non-patient fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number(B)(4).

Manufacturer narrative:
The investigation determined a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros immunodiagnostic products troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. The non-reproducible, higher than expected vitros tropi es result was obtained from an expired calibration and the customer had not performed scheduled monthly or three-monthly maintenance within the required timeframe. These factors could have contributed to the event. An instrument issue cannot be ruled out as a contributor to the event. An initial pre-service tropi es within run precision test returned 20 replicate results that were all <0.012 ng/ml suggesting acceptable performance of the eci system. However, the alu values for this pre-service precision test were not provided by the customer. Upon visiting the customer site an ortho field engineer (fe) identified a small amount of signal reagent within the eci system and performed cleaning actions to remove this. Despite initial ortho fe actions, the customer had failed calibration events for vitros tropi es lot 3220. Another vitros tropi es precision test was conducted using vitros tropi es lot 3251, but the alu values were higher than expected. The ortho fe visited the customer site again and performed further service actions. The customer then ran a vitros thyroid stimulating hormone (tsh) marker precision test which passed, indicating that the vitros eci system was performing as expected. However, the performance of the eci instrument when running vitros tropi es was not verified as a vitros tropi es within run precision test was not conducted following ortho fe actions and the acceptable vitros tsh marker precision tests. Quality control results leading up to the event do not suggest a reagent issue with vitros tropi es lot 3140. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3140 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue cannot be entirely ruled out as contributing to the event. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3140. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros immunodiagnostic products troponin I es (tropi es) reagent in combination with a vitros eci immunodiagnostic system. Patient sample result of 0.305 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).